Manufacturer narrative:
The device has been shipped to the manufacturer, the evaluation has not been started yet. Aneurysm growth in the absence of endoleaks has been defined as endotension in the literature. One hypothesis for the source of endotension is the transmural movement of serous fluid across the material used to fabricate devices used to treat the aortic abdominal aneurysm. Evidence supporting this hypothesis has been gathered during surgical conversions, translumbar punctures of the aortic abdominal aneurysm, and laparoscopic exploration of aortic abdominal aneurysm sac contents. Due to these observations gore elected to provide a design enhancement to the original gore excluder bifurcated endoprosthesis. The device used in this particular case was the original gore excluder bifurcated endoprosthesis. Please note: attached list of additional devices implanted and explanted in this pt: pc141200/unk; pc161407/unk; pc161207/unk; pc161407/unk; pc61207/unk.

Event description:
In 2003, this pt was implanted with the gore excluder aaa endoprosthesis. Follow-up imaging identified aneurysm enlargement with no evidence of endoleak. In 2007, the devices were explanted and are being returned for evaluation. An aortobifemoral graft was implanted and the pt is reported to be doing well. Films of this event are being sent for evaluation.